Event description:
It was reported following placement of this dialysis catheter while injecting into one catheter lumen, a blood return could be seen in the other catheter lumen. This catheter was removed and another dialysis catheter was successfully placed without any pt complications. This device is currently being evaluated by this MFR. Following completion of the engineering evaluation a supplemental medwatch report will be filed under the appropriate sequence number.